Event description:
The report received indicated that after stenting a lesion in the renal artery with a genesis stent, magnetic resonance tomography (mrt) identified a stent fracture. The patient was reported to be in stable and no adverse consequence has been reported for the patient.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. However, a review of the device history records associated with final lot and subassembly presented no issues during the manufacturing process that can be related to be reported complaint. This device is distributed outside the united states; however, it is similar to the endovascular sds/stent distributed in the united states. Additional information has been requested and will be submitted within 30 days upon receipt.